Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer has follow-up questions regarding leep recall and the cart positioning. When end users remove the grounding plug, it causes the cautery to be disconnected due to how it is positioned in the cart. He has some questions. Has stated he previously inquired about this in response to the recall and would like follow-up. No available complaint number provided. Leep precision intg sys lp-10-120 e-complaint (B)(4).

Event description:
Report forwarded by customer service- customer has follow-up questions regarding leep recall and the cart positioning. When end users remove the grounding plug, it causes the cautery to be disconnected due to how it is positioned in the cart. He has some questions. Has stated he previously inquired about this in response to the recall and would like follow-up. No available complaint number provided. From (B)(6) hospital, phone.

Manufacturer narrative:
Investigation: x-no sample returned, x-review DHR. *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 05/18/2021 under wo# (B)(4) and shipped on 06/04/2021. Manufacturing record review: dhrs (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. This unit was returned under a recall and processed in march of 2022. No other relevance to this complaint applicable. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: not applicable. The complaint unit was not returned. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to cooper surgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: although the unit was not returned any unit can be used to assess this possibility. Pulling on the pen, to remove it, may pull and move the generator forward. In particular, if removed without care to the generator connection to the integration unit. The complaints review could only account for 2 other complaints on file, including the original complaint for this specific unit. *correction and/or corrective action: a review of the complaint reveals the generator is equipped with 4 rubber feet to mitigate movement and the unit was noted to be approximately 12 lbs to work with rubber feet. No further corrective action is necessary. No further training is required. *was the complaint confirmed? Yes. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.